Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 03-jan-2018 a field service engineer (fse) found that the syringe unit was squeaking upon arrival. The fse changed out the left side of the syringe block with a new one and lubricated the syringe assembly. The fse also noticed that one bf wash probe was very dirty and possibly blocked. The fse replaced the bf wash probe, ran daily check and performed validation on quality controls. No further action was required; the aia-2000la instrument was working within specifications. A 13-month complaint history review and service history review for similar complaints was performed for the aia-2000, serial number (B)(4), from 02-dec-2016 through 02-jan-2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages states the following: 4383 wash syringe 2 home overrun. Cause: the home sensor activated improperly after movement of the wash syringe 2. The measurement result will be flagged (wu flag). Solution: contact tosoh service center or local representatives. The 2043 b/f wash control start delay. Cause: b/f wash control operation failed to complete within the designated 18 sec cycle. Solution: contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of b/f wash. The most probable cause of the reported event was due to lack of lubrication of the syringe assembly and b/f wash probe.

Event description:
On (B)(6) 2018 a customer reported receiving 2043 b/f wash control start delay and 4383 wash syringe 2 home overrun error messages on the aia-2000la instrument. The customer is unable to run, which caused a delay in reporting of patient results for alpha-fetoprotein (afp). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.11. Corrected data: for corrected data, please refer to; d.4. Serial # and unique identifier (UDI) #; f.9. Approximate age of device; h.4. Device manufacture date.tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
N/a